Event description:
It was reported by a customer in the USA that, during patient use, the ht70 ventilator alarm silence / reset button light emitting diode (led) was blinking. The patient was transferred to another ventilator. There was no reported patient injury.

Manufacturer narrative:
Pending information regarding evaluation, and repair of the ventilator. (B)(4).

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the reported malfunction. The cse replaced the top membrane to resolve the issue. (B)(4).